Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) was noted on the device. The device is anticipated to be reprogrammed to resolve the event. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was successfully reprogrammed to resolve the event.